Event description:
It was reported that "lost ECG signal on pump, then the screen went back to the start-up screen, the pump was still pumping at that point, then the screen went black and stopped pumping. The patient was stable throughout this. The pump was exchanged for a second pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.